Event description:
Care fusion extension set ref # (B)(4) leaking blood at point behind pt connection when primed to the end. Affected lots 19035714, 17116703, 17125852, 19025343. FDA safety report ID# (B)(4).